Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set was occluded. The following information was provided by the initial reporter: we are able to flush these loops when they aren't connected to the patient, but once we connect and pull back to verify blood return, it will not allow us to flush. We have had to take the faulty ones off and exchange them with another j-loop and then it flushes fine. No injuries or complications occurred.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.